Event description:
The customer reported experiencing a cartridge alarm 20 during the insulin pumping process. The issue caused the customer's blood glucose level to display as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Tandem technical support confirmed the occurrence of consecutive cartridge alarms and arranged to replace the pump, ensuring it was covered under warranty. The replacement pump, featuring updated software, was dispatched to the customer, who was instructed on how to manage the transition and use the storage mode. The customer was informed about the return process for the malfunctioning pump and was advised to expect the replacement pump's arrival shortly.